Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal stone and sinus infection. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and anxiety ("anxiety,mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full},tubal ligation) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain discrepancy noted:- confirmation test conducted on (B)(6) 2011 and date of removal (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received : fu(3) and (4) processed together. Following events were added : abnormal bleeding (vaginal, menorrhagia), anxiety, depression and mental anguish. On 26-sep-2019: no new significant information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full},tubal ligation) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain discrepancy noted:- confirmation test conducted on (B)(6) 2011 and date of removal (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received:- patient demography was added. New events" abdominal pain and psych injury related to essure" was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.